Event description:
It was reported that the lead impedance had doubled over the past 80 weeks and is now high. It was noted that the lead also has chronically high thresholds. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.